Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report that while the customer was sleeping, the insulin pump went into threshold suspend due to the sensor reading. The customer's blood glucose level was 30 mg/dl because the insulin pump never resumed. After the customer woke up, the display was blank. After the customer woke up, they discovered that after turning the device back on, it was showing the battery half full. The device history showed that the customer received a low alert, a rise alert, a basal delivery, a lost sensor alarm, a low battery alert, replace battery alerts, and a battery failed alarm. The customer was informed to monitor the device and call back if problems persisted. No further details were provided.